Manufacturer narrative:
Additional patient identifier: (B)(6). Additional device product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: part: 02.118.304, lot: 9372063, manufacturing site: (B)(4), release to warehouse date: 25. Feb. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal from ankle due to infected nonunion on (B)(6) 2019. Hardware removed was one (1) locking compression plate one -third tubular plate with collar 5 holes/ 57mm, one (1) locking compression plate one -third tubular plate with collar 8 holes/ 93mm, one (1) 2.7mm variable angle - locking compression plate, one (1) 2.4/2.7mm variable angle - locking compression plate t-fusion, one (1) 2.7/3.5mm variable angle - locking compression plate anterolateral, two (2) unknown 2.7 cortex screws, fifteen (15) unknown 2.7mm va locking screws, two (2) unknown 3.5mm locking screws and eleven (11) unknown 3.5mm cortex screws. The site was I&d and antibiotic cement was placed in bone void and then a maxframe was placed. There was no surgical delay. Procedure was completed successfully. Patient status is stable. Original implant date is reported as (B)(6) 2018. This report is for one (1) 2.7mm variable angle - locking compression plate. This is report 3 of 8 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal from ankle due to infected nonunion on (B)(6) 2019. Hardware removed was one (1) locking compression plate one -third tubular plate with collar 5 holes/ 57mm, one (1) locking compression plate one -third tubular plate with collar 8 holes/ 93mm, one (1) 2.7mm variable angle - locking compression plate, one (1) 2.4/2.7mm variable angle - locking compression plate t-fusion, one (1) 2.7/3.5mm variable angle - locking compression plate anterolateral, two (2) unknown 2.7 cortex screws, fifteen (15) unknown 2.7mm va locking screws, two (2) unknown 3.5mm locking screws and eleven (11) unknown 3.5mm cortex screws. The site was I&d and antibiotic cement was placed in bone void and then a maxframe was placed. There was no surgical delay. Procedure was completed successfully. Patient status is stable. Original implant date is reported as (B)(6) 2018. This is report 3 of 9 for complaint (B)(4).